Event description:
During a tlif procedure, a phantom peek cage was inserted. Upon insertion the surgeon noticed a fracture to the cage. All pieces of the fractured cage were removed and discarded at the facility. This cage was then replaced and the replacement is functioning as intended. There was no harm nor injury reported from the patient, and the patient is doing well. Additional information regarding pre-operational/post-operational images, surgical technique and patient anatomy was not provided. Cage fracture can be attributed to varies causes (i.e. Rotation of cage, under-preparation of the disc space prior to insertion, excessive torque application). The potential failure mode of this cage is speculated to be the rotation of the cage upon insertion to a under-prepped disc space, if the cage was oversized for the dics space that would require more torque to rotate the cage into position which could explain why the cage fractured but without further information, this case is deemed indeterminate.